Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During the initial bench testing, the sprintpack power manager failed the battery charging test, failed to power up the golden testing ltv, and failed to take a charge; however, the input power was normal. Visual inspection of the sprintpack power manager revealed one of the handle clip¿s were damaged and broken. Further internal investigations found strong sign of overheat smell and sign of a power shortage. Carefusion scrapped the unit after failure analysis and shipped a replacement to the customer to address the reported issue.

Event description:
It was reported to carefusion that the sprintpack would not charge the battery, the output voltage of the power manager stayed at 0 volt. While in service, it was discovered that the unit had an excessive overheating smell. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.